Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2012 and underwent surgery on or about (B)(6) 2020. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Cervix chronic inflammation [cervix inflammation] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of cervix inflammation ("cervix chronic inflammation") in a female patient who had essure inserted for female sterilisation. Concurrent conditions were listed as paratubal cyst, adenomyosis, nabothian cyst and multiparous. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced cervix inflammation (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed on b)(6) 2020. At the time of the report, the outcome of the event was unknown. The reporter considered cervix inflammation to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2012 and underwent surgery on or about (B)(6) 2020. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2012: findings: 1. Normal uterine cavity. 2. Normal sized uterus. 3. No adnexal mass appreciated. 4. Uterus was sounded to approximately 10 cm. [Pathology test] on (B)(6) 2020: specimen(s): a: uterus and fallopian tubes clinical diagnosis and history: chronic pelvic pain and essure tubal coil in place. Diagnosis: uterus and fallopian tubes (uterine weight 86 gm). Cervix: squamous metaplasia, chronic inflammation, nabothian cysts. Endometrium: focal complex hyperplasia with squamous metaplasia and secretory phase endometrium. Myometrium: adenomyosis. Right fallopian tube: benign with paratubal cyst. Small attached portion of ovarian stroma. Left fallopian tube: benign with paratubal cyst. Gross description: the outer surfaces of both are congested with scattered paratubal cysts measuring up to 1.0 cm. These cysts are filled with thin clear fluid. The cut surface of the right fallopian tube reveals an essure coil present within the isthmus and intramural segment of the right fallopian tube measuring approximately 3.5 cm in length. The remaining cut surface reveals a central pinpoint lumen. The cut surface of the left fallopian tube reveals a 2. 7 cm essure coil in the isthmus. The remaining cut surface reveals a central pinpoint lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-aug-2025: medical record received. Event medical device removal is replaced with cervix inflammation. Additional reporter added. Concomitant conditions were added. Lab data including surgical pathology report has been added. Essure insertion & removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.